Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v996603, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient¿s kidneys stopped working shortly after implant surgery. The patient was hospitalized for three months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.